Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e338 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported clotting in both the centrifuge bowl and kit. The customer stated that several alarm #17: return pressure alarms occurred at about 1000 ml of whole blood processed. The customer reported that at this point they decided to switch from double needle mode to single needle mode. The customer stated that clotting was noted in the return line when trying to connect the return line to the collect line while switching to single needle mode. The customer reported that they immediately stopped the procedure, and checked the centrifuge bowl. The customer stated that clotting was also noted in the centrifuge bowl. The customer reported that they clamped both the lines and aborted the treatment after 1240 ml of whole blood processed. The customer stated that no blood/product was returned to the patient and that the patient was in stable condition. The customer reported that the patient received platelets about one hour prior to the treatment procedure. The kit was not returned for investigation.